Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (B)(4) on behalf of the importer (B)(4). This appears to be a "malfunction" type of event not because there was a technical malfunction of the device, but since due to a use error the device did not perform as intended. It was reported to arjohuntleigh that during the pt transfer from the chair a resident fell out of the sling. Right back shoulder clip and right front leg clip were disconnected. Nurses were able to catch the resident and prevented from falling off. There was no adverse outcome as a result of the event. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detached during use). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. During our investigation, we were not able to find a deficiency with the sling or the lift (maxi twin). The maxi twin system was inspected by our rep that visited the customer site and was found to have been to specification when the event took place. The system was used for pt handling when the event took place and therefore contributed to the event. The most common and likely root cause for an event where a clip is not in place during the transfer of a person in the sling: that the clip was not correctly put in place and monitored to stay in place, with the straps under tension at the beginning of the transfer as clearly communicated in the instructions for use (IFU) of the device max81687m-int issue 7: always ensure that the straps connecting the sling to the attachment clips are not twisted when the attachment clips are connected to the spreader bar. Always check that the sling attachment clips are fully in position before and during the commencement of the lifting cycle, and the tension as the resident's weight is gradually taken up." When the IFU would have been followed and the clips were checked to be in place and the straps under tension while the weight of the pt was gradually taken up, the missing clip would have been detected, and the event would have been avoided. From this eval it would appear most likely that the event was caused by the user not following the IFU due to lack of awareness of the IFU contents.

Event description:
(B)(4).